Event description:
It was reported that the plastic bumper of the impactor broke during impaction of the femur. All pieces recovered.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The posterior cam arm cover was fractured. Both pieces were returned. The device was manufactured in 2013 and exhibits signs of significant wear/usage. No investigation is necessary as this failure mode has been previously identified. These issues have been communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.